Manufacturer narrative:
The impella 5.0 pump was not returned for evaluation, as it was discarded subsequent to the event. Consequently, no device analysis could be performed. The console logs were returned for analysis. The logs showed that the pump ran normally during support. Several placement alarms were triggered when the pump was pulled into the aorta at the end of the case. The physician did share echo images of the 5.0 pump and ventricle. The echo on the morning of (B)(6) 2016 did reveal severe mitral regurgitation, which was thought to be due to the pump's position near the valve. The positioning was due to the anatomy of the axillary anastomosis and the bicuspid aortic valve. Within the instructions for use of the 5.0 pump positioning of the pump is stated to be: "using fluoroscopic imaging to properly position the inlet area in the left ventricle no more than 3.5 cm below the aortic valve." Upon the explant of the 5.0 pump and insertion of the replacement, impella cp pump, there was no further intervention done to remedy the mitral regurgitation and cordae rupture. The patient was weaned successfully from the cp pump and discharged from in-hospital care with consideration of hospice. The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results in a supplemental medwatch report, if any additional information is received. No corrective action is required as the root cause of the valve damage was contact with the pump due to poor positioning caused by the patient's anatomy. The failure will continue to be monitored and tracked. (B)(4) device discarded by user facility.

Event description:
The patient was a (B)(6) male with a history of heart failure and cardiomyopathy who needed an impella 5.0 placed, via the right axillary. Upon the insertion the flows were good and the team discharged the patient to the ICU on (B)(6) 2016. The following morning an echo was done that demonstrated mitral regurgitation (mr) due to the position of the impella 5.0 being below the mitral valve. The team attempted troubleshooting and repositioning in the operating room unsuccessfully so, at that time the 5.0 was explanted an impella cp pump was placed through a new access site at the left femoral artery. After implantation of the impella cp the mr did not immediately resolve due to an apparent chordae rupture. The team did not need to perform any intervention to remedy the mr or cord rupture. The patient was stable with the cp support and the acls IV medications were weaned over the following two days. The cp was successfully explanted on the second day of support without any lasting harm or injury on (B)(6) 2016.